Event description:
Literature was reviewed regarding Endovascular techniques for the treatment of true renal arterial aneurysms¿procedural insights and outcomes. The following Medtronic devices were used: Onyx liquid embolic. Among all patients' adverse events / device product performance issues included: There was one case of non-target Onyx embolization where a small piece of Onyx fragmented and embolized into an adjacent interlobar artery. This was non-occlusive with no significant associated loss of renal parenchymal perfusion, and so retrieval was not attempted. No further information was provided pertaining to Medtronic products.

Manufacturer narrative:
Continuation of D10: Product ID UNK-NV-ONYX (UNKNOWN); Product Type: ; Implant Date N/A; Explant Date N/A Citation: KHATTAR, A.S., DAS, R., CHUN, J.Y., BERCZI, A., RATNAM, L., RENANI, S.A., HAWTHORN, B., GONSALVES, M., MORGAN, R.. ENDOVASCULAR TECHNIQUES FOR THE TREATMENT OF TRUE RENAL ARTERIAL ANEURYSMS¿PROCEDURAL INSIGHTS AND OUTCOMES. CVIR Endovascular 8 2025. DOI: 10.1186/s42155-0 Earliest date of publication used for Date of Event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.